Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced an infection. The patient reported pain at the ipg site. This was an issue since the time of the implant. The patient went to the emergency room and showed signs of infection. As a result, the patient had the system explanted. The patient is being treated with IV antibiotics.